Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received fill estimate which remained at a static value. Tandem technical support informed the customer that a static display will remain static until the contents of the cartridge reach the value of the static display. The customer's blood glucose level was not impacted. As the customer was not currently experienced this issue, no troubleshooting could be performed.